Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 301073, batch no. 8287878. It was reported that before use of the bd luer-lok¿ syringe product has an embedded particulate foreign matter. There were 10 occurrences. The following information was provided by the initial reporter: "during an inspection of our inventory, it was determined that the syr, 3cc l/l, syr, (item number: 301073,) had defects present an average of 71% of the time. The majority of those defects were attributed to embedded particulate. To ensure these components fall within your specifications, please send the specifications regarding component defects, or an equivalent document, for the syr, 3cc l/l."

Manufacturer narrative:
H.6. Investigation summary: nine loose 3ml syringes were received in a loosely wrapped plastic bag and were visually evaluated. Each syringe was found to have a piece of opaque semi-clear scotch tape attached, wrapped around the barrel. The tape of 6 of the syringes appeared to hold small fibers or other loose particulate smaller than level 3 in size, which would be acceptable per product specification. One fiber was observed to be larger than level 3 in size, which would be rejectable per product specification. The tape was observed to have bubbles and holes in it as well. The particles observed were all outside the fluid path on the outside of the barrels under the customer¿s tape. No embedded foreign matter was found in any of the received samples. The product received had been manipulated and not in its original configuration, therefore it is unknown where the small particles on the outside of the barrels originated from. Therefore, based on the information available today, it is not possible to confirm the reported defect originated at the manufacturing plant. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material no. 301073, batch no. 8287878. It was reported that before use of the bd luer-lok¿ syringe product has an embedded particulate foreign matter. There were 10 occurrences. The following information was provided by the initial reporter: "during an inspection of our inventory, it was determined that the syr, 3cc l/l, syr, (item number: 301073,) had defects present an average of 71% of the time. The majority of those defects were attributed to embedded particulate. To ensure these components fall within your specifications, please send the specifications regarding component defects, or an equivalent document, for the syr, 3cc l/l.